Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the motor is damaged. Therefore, the reported condition was confirmed. Evidence indicates this is due to improper use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was ¿not working¿. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.